Event description:
The manufacturer received information alleging a ventilator's exhalation valve port was not functioning correctly. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation. The customer's complaint was confirmed. The device's logic board was replaced to address the issue.